Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the device failed the weight test. The piston migration was at 2.1 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. The device has been in service for over five years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider tenet arm cannot be fixed. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.